Event description:
On 10/31/2022, it was reported by a sales representative via email that approximately 30mm of the tip of (2) ar-1400f-100 flexible reamers broke in the patient's joint while drilling the femoral tunnel. All broken pieces from both reamers were retrieved from inside the patient. Case was completed by opening a set of reusable reamers. This was discovered during an aclr procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Visual inspection found the link labeled 16 and all pieces above was broken off from the device. The inside of link 16 showed significant damaged. The outside of link 16 displays cuts into the metal. Functional testing no preformed due to the damage to the device. Complaint was confirmed.